Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B) (6) 2003 - patient underwent ventral incisional hernia repair surgery. Patient's hernia was repaired with a small oval bard kugel patch. On (B) (6) 2007 - patient's condition worsened progressively, and he presented to the hospital for evaluation. Patient was found to have a bowel obstruction and was transferred to another facility. On (B) (6) 2007 - patient underwent release of a bowel obstruction and repair of an incisional hernia and peristomal hernia, which were reduced without the use of mesh. He was discharged on (B) (6) 2007. On (B) (6) 2009 - patient was again admitted due to recurrent infection in the left lower quadrant of the abdomen and an infected mesh. Patient underwent excision of infected skin and mesh and dissection of abdominal adhesions. A large peristomal hernia was noted and repaired with biosynthetic mesh. He was treated with IV antibiotics postoperatively and discharged on (B) (6) 2009. Because of the defective kugel patch and the multiple medical visits and surgeries necessitated, patient has suffered and will continue ot suffer physical pain and mental anguish.